Event description:
It was reported that during a follow-up interrogation, it took an abnormally long time to switch from the temporary programming to the permanent programmed device operation. However, the device remains implanted and it did not affect the patient.

Manufacturer narrative:
During an interrogation, it was reported that there was a long pause before returning to the permanent values from temporary programming. A response from the manufacturer is pending.